Event description:
Initial pass was completed. When device was pulled from introducer, marker band was missing. It was detected with unaided visualization and retreived with forceps. Procedure was continued with a new brush without incident.